Event description:
Info was received in oct-2004 from a physician's assistant regarding a pt with a medical history of osteoarthritis, long standing left knee problems (nos), and previous synvisc therapy who experienced a gout attack (crepitus, joint line pain, decreased range of motion) and a left knee effusion. The pt began synvisc in 2004. The pt received a synvisc injection into their left knee in 2004. Since that time, about one week later pt had flare of their left knee. Joint aspiration was performed and 30 cc's of fluid was withdrawn. Joint aspirate was negative for cultures, there was no growth, and it was positive for crystals for gout. The pt tried numerous medications and was somewhat improved but continued to have pain. Pt tried cholchicine without any significant relief. In sep-2004 pt was seen by their orthopedist. The pt was in a wheelchair but was able to take a few steps. The left knee showed no significant abnormality in color. There was a varus deformity. There was no swelling. Palpation elicited no abnormality of temperature. There was some crepitus, some joint line pain, decreased range of motion, 5 degrees extension, flexes to 100 degrees. The pt was given a steriod injection into their left knee with immediate relief. The pt was followed in 2 weeks and showed improvement. The physician did not provide a causal relationship. At the time of this report the pt had recovered.